Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump emitted multiple call service alarms over the past 30 days to reboot the pump. The call service alarm was able to be cleared and the pump correctly rebooted at the time of the call. This complaint is being reported because the alleged alarms were a recurring issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple call service (cs) alarms observed in the black box history. The time and date were accurately set at the start of investigation. The pump successfully performed a rewind, load, and prime sequence with no cs alarms duplicated. The pump was exercised for 24 hours with no cs alarms duplicated. There was no evidence of internal moisture or corrosion found inside the pump when the cover was removed. There was no damage found to the internal pump components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.